Manufacturer narrative:
Upon info and belief, on at least one occasion, the heparin administrated to the pt was alleged to be contaminated heparin. Shortly thereafter, the pt began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin. The pt passed of cardiopulmonary arrest in (B) (6) 2007, at the age of (B) (6) years. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On 01/08/10, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt was hospitalized several times in 2007 for extreme nausea and vomiting in conjunction with dialysis. In (B) (6) 2007, upon returning home from a dialysis treatment, the pt became extremely ill with nausea and vomiting and was checked into the hospital for treatment. While in that facility, the pt was administered heparin in (B) (6) 2007 and the pt experienced, among other symptoms, decreased blood pressure, chest pain, abdominal pain, nausea, vomiting, fatigue, fainting, skin redness, sweating, increased heart rate, throat swelling, allergic reaction, shortness of breath, heart problems, and organ failure.